Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the reported issue was not confirmed. There was no frayed cable observed during visual inspection. Additional unrelated observation(s) not reported by site: the instrument was found to have charring and localized melting at the grip base between the grips. The instrument did not show damage to the conductor wire. The instrument passed the electrical continuity test. The probable root cause for the frayed cable could not be determined based on failure analysis results. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Correction(s): d4. Lot number: k11240822 0214.

Event description:
Refer to h11 for follow-up information.